Event description:
It was reported during implant procedure attempt that there was oversensing. Blood ingress into the connector was noted, and there appeared to be damage to the grommet from the torque wrench. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, grommet damage was noted on visual inspection.